Event description:
Healthcare professional reported "continuous swelling from seroma" and "infection noted upon culture." This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection.

Event description:
Healthcare professional reported "continuous swelling from seroma" and "infection noted upon culture." This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. A review of the further investigation has been completed. No deviations or non-conformances noted.